Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio further evaluated the customer's device and performed a voltage drop test on the device. Physio determined that the cause of the unexpected loss of power was due to fretting corrosion on the power pcb assembly and battery wire harness. Excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle. The blank display could not be duplicated and the root cause could not be determined. Due to a part obsolescence for an unrelated issue, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.